Event description:
The customer contact reported the pump did not deliver. On (B) (6) 2009 at an unspecified time, the primary line was programmed to deliver normal saline at a rate of 100ml/hr with a vtbi (volume to be infused) of 1000ml and the delivery was started. On (B) (6) 2009 at 1150 after approximately 24 hours in use, the secondary line was programmed to deliver a 100ml bottle of albumin, at a rate of 100ml/hr with vtbi of 95ml and the delivery was started. It was reported that the secondary container was raised higher than the primary container. The customer contact reported that the nurse initially saw a few drops of solution in the drip chamber after the delivery was started. Approximately 40 minutes later, the "nurse went to check the pump because she thought the med should be near completion." At this time, the nurse noted a "majority of the bottle was left." And reported the "IV pump did not drip albumin from secondary, primary fluid continued to drip. Vent was open on tubing. Switched albumin from secondary to primary line and dripped a few drops and stopped. Turned pump off and restarted, dripped a few drops and stopped." The pump was removed from clinical service. Therapy was resumed using a replacement pump. No further medical interventions were required. There were no reported adverse patient effects and no delay of therapy critical to this patient. The customer contact indicated that the patient's condition did not worsen as a result of the event. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4).(B) (4)